Event description:
During procedure, user puncture the needle close to the location of the proximal blood-supplying branch of the varicose vein mass in the fundus of stomach, user placed one coil, but found out the stylet cannot be pulled out during second coil placement. User changed to another needle to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of lot c2180429 of echo-19 was returned for evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15-jan-2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted. Severe needle kink observed. Functional inspection: sheath extender able to advance only to position 2, would not pass kink below sheath extender. Needle handle unable to advance or retract. Attempted to remove the stylet but unable to. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2180429 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the precautions section of the instructions for use (ifu0101), which accompanies this device instructs the following to user: "do not use this device for any purpose other than the stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information available, echo-19 was used off-label as the customer had used a echo-19 to deliver the coil into the vessel is an off-label use which is not part of the echo-19 rpn. As previously mentioned, the precautions section of the IFU (ifu0101) states " do not use this device for any purpose other than the stated intended use.¿. The user has not complied with the requirements of the IFU with respect to the intended use section of the device. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and /or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29 jun 2025 and receipt of additional information on 12 feb 2025. Additional information received 12feb2025: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. 6. Please describe the size of the intended target site. No information. 7. If not with the device in question, how was the procedure performed and/or finished? No. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No, 13. Was force required to remove the device? No. 14. What is the endoscope manufacturer and model number that was used? Olympus gf-uc2000p-ol5. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Found out the needle block during coil placement. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removin from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? No. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Ans. No.